Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device was pacing asynchronously at 42 ppm and there was no communication with the programmer.